Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead suffered a traffic accident, causing the lead to become dislodged. The patient was brought into the hospital for an emergent follow-up, and surgical intervention was performed to reposition this lead. It was noted that the patient is dependent and that the ventricular escape rhythm was 27 beats per minute. This lead was successfully repositioned with normal measurements observed. No additional adverse patient effects were reported.